Manufacturer narrative:
The implant remains in the patient. Neither the identifying part nor lot number were provided; therefore, the device history records could not be reviewed. Radiographs were provided which confirmed the right t1 screw fracture. No additional information was provided regarding the wound dehiscence. Based on the information provided, a root cause could not be determined. Labeling review: possible adverse effects: the following complications and adverse reactions have been shown to occur with the use of similar spinal instrumentation. These effects and any other known by the surgeon must be discussed with the patient preoperatively. 1. Initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components. Infection.

Event description:
Information was received indicating a patient previously underwent c3-t1 laminectomy, posterior spinal instrumentation and fusion for myelopathy. On (B)(6) 2021, the patient underwent a posterior spinal instrumentation and fusion, ptp with sagittal imbalance procedure at t10-l3. On (B)(6) 2022, radiographs revealed a bilateral t1 screw fracture and interval wound dehiscence. Symptoms resolved with apparent fusion. Revision surgery is not planned.